Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was not displaying EKG tracing. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) has confirmed after testing that with trainer it could not duplicate failure. Checked customer EKG cable with mini simulator and triggered on all leads as per specifications. Examined fault log and observed ¿not trigger on 8/3,8/4 and 8/5. Could not find any issue with EKG circuit. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. There was no patient involvement.